Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. The most likely root cause of the bleeding event is the patient's pre-existing ulcer which was aggravated by the therapeutic use of antithrombic medication. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately three weeks after the hvad implantation, the patient was admitted for a suspected gastro-intestinal (gi) bleed. Details regarding the patient's current medications or his symptoms at the time of this event were not provided. The patient was treated with several units of packed cells. An endoscopic gastro-duodenoscopy revealed an ulcer in an unreported location. Details regarding any other treatments provided were not reported. Investigation is ongoing.